Event description:
It was reported that the 8100 had infused too fast. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the 8100 had infused too fast. There was patient involvement and no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes.

Event description:
It was reported that the 8100 had infused too fast. There was patient involvement and no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of the pump module infused too fast was not confirmed through a review of the logs or reproduced during laboratory testing; the event administration sets were not returned for investigation. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event date and time was not reported; however, review of the logs was performed using (B)(6) 2023 as the last programmed infusion. On (B)(6) 2023, at 1:04 pm, the user selected guardrails drugs and programmed a primary infusion of ¿unknown drug¿ for a drug ID = 1 with a rate of 125 ml/hr and a volume to be infused (vtbi) of 900 ml. The infusion was started. On (B)(6) 2023, at 3:12 pm, the pcu event log showed the pump module received a remote IV message for drug ID = 176 "unknown drug" for a secondary infusion at a rate 200 ml/hr and a vtbi of 100 ml. The infusion was started. At 3:20 pm, the pump module was paused and alarmed for "flo stop open." At 3:21 pm, the pump module was channeled off and the pcu was powered off. Review of the pcu event log could not determine why the initial programmed primary infusion, scheduled to infuse for 7 hours and 12 minutes, was instead terminated early after infusing for 2 hours and 13 minutes. Review of the pcu event log could not determine why the initial programmed secondary infusion, scheduled to infuse for 30 minutes, was instead terminated early after infusing for 2 minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. A review of the pcu and pump module error logs showed no records associated to the reported incident. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. Becton dickinson (bd) recommends that when the infusion starts, ensure drops are falling in the secondary drip chamber and no drops are falling in the primary drip chamber. Bd recommends the following steps for optimizing infusion setup and head height differential. If necessary, use additional hangers to lower the primary container to achieve the minimum 9 1/2" head height differential between the primary and secondary fluids. Adjust pole height to ensure the proper head height of the container to the pump module for optimal flow accuracy. Watch for drops in the primary drip chamber. If drops are seen, lower the primary fluid on another hanger. The source container height should be approximately 20" above the top of the pump module. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was not identified. The returned device was fully evaluated, and no issues or anomalies were observed regarding the reported issue during the log review and laboratory testing. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. Note that imdrf annex a1801, a0404, a040502, g04037, g0405206, g0301201, c0601, c07, c17, c23, d15, d01, d07, d11 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the 8100 had infused too fast. There was patient involvement and no harm.